Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was broken and would not release the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was verified as (B)(6) 2024. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip opening after closure of the clip. The medium-large weck clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the 1st clip application. The issue was resolved with a backup instrument. There are no photos and/or videos of this event available for isi review. The following patient demographics were provided: age and units, date of birth, gender, and weight and units.